Event description:
Patient's blood pressure decreased at the end of the procedure. Transthoracic echo demonstrated fluid in the pericardial sac. Pericardiocentesis was performed pulling out about 40cc of blood. Patient's blood pressure increased to 120/80mmhg. Patient was taken to the or and a small perforation was found in the left atrial appendage. No surgical repair was necessary. Patient returned to unit for monitoring. Patient now stable.